Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding dislocation involving a mdm liner, ceramic head was reported. The event was not confirmed. Device evaluation and results. The device was not returned for analysis. Insufficient information was received for review with a clinical consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review. There have been no other events for the reported lot. The exact cause of the event could not be determined, because insufficient information was received.

Event description:
It was reported that patient had left hip revised due to disassociation. Small head became disassociated with large head. Large head was floating freely.

Event description:
It was reported that patient had left hip revised due to disassociation. Small head became disassociated with large head. Large head was floating freely.